Event description:
It was reported that the patient was having an MRI which was not related to the patient¿s device. It was because of a fall the patient had. The patient had a fall back in (B)(6) 2013 and they think patient may have had a seizure and was wanting to do a brain scan. The patient was in the hospital for three weeks and they did a CT scan and an EKG(electrocardiogram) however couldn¿t do an MRI at the time. Additional information received reported that the patient was having the implant removed next week and the patient doesn't want a response card to be sent. The patient doesn't want another implant. Every time the patient gets hurt the patient has to have an MRI. The patient fell in (B)(6) and don't know if they had a seizure. The patient was taking it out because of MRI concerns, and that they had trouble turning the implant off for MRI.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v589242, implanted: (B)(6) 2010, product type: lead. (B)(4).